Event description:
It was reported that during implant attempt, the customer was unable to place the electrode intraoperative with adequate measurements . Impedances, thresholds and sensings showed following measurements: threshold: >5v; impedance: >2500 ohm and sensing between 2,o and 5,0mv. Phycisians changed the analyser cable and after trying different positions, they were not able to find a position with adequate measurements. The lead was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. Visual analysis noted blood in/on the helix/lobe mechanism.